Manufacturer narrative:
At this time, no additional information is available regarding this event. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedance on this right ventricular (rv) lead was greater than 200 ohms. There was also reportedly noise that was oversensed, leading to pacing inhibition. Loss of capture was also noted, although no patient symptoms were reported. The patient was reportedly implanted with a leadless pacemaker and was being screened for placement of a subcutaneous implantable cardioverter defibrillator. No adverse patient effects were reported. This rv lead and the implantable cardioverter defibrillator remain in service.

Event description:
It was reported that, several months after the patient was implanted with a leadless pacemaker, a revision procedure occurred. The implantable cardioverter defibrillator (ICD) connected to this right ventricular (rv) lead was explanted and replaced due to normal battery depletion. The patient was also a dialysis patient and the nephrologist reportedly did not want transvenous leads implanted or explanted. Therefore, this right ventricular (rv) lead was reused with the patient's new device despite the previously noted observations of noise, oversensing, and pacing inhibition. The pace/sense portion of the rv lead was plugged into the left ventricular (lv) port of the patient's new device and the shocking portion of the rv lead remained in the appropriate port. The patient also had an epicardial lv lead placed and plugged into the rv port of the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available regarding this event. This investigation will be updated should further information be provided.